Manufacturer narrative:
FURTHER INFORMATION WAS REQUESTED BUT NOT RECEIVED.

Event description:
IT WAS REPORTED THAT THE PATIENT¿S RIGHT VENTRICULAR (RV) LEAD EXHIBITED LOW PACING IMPEDANCE, SUGGESTIVE OF A POTENTIAL INSULATION BREACH. PROGRAMMING CHANGES WERE RECOMMENDED; HOWEVER, NO CHANGES OR INTERVENTIONS WERE REPORTED. THERE WERE NO PATIENT CONSEQUENCES.

Event description:
New information received noted that the patient's right ventricular (RV) lead was capped and replaced on 3 August 2026. The patient was discharged post procedure.